Event description:
During a colonscopy, the physician used two cook endoscopy tri-clip endoscopic clipping devices. The physician advanced the first device through the accessory channel of the endoscope and clamped the clip onto the tissue site. At this time, the handle stem and spool broke. The clip was successfully placed at the target area. A second tri-clip was advanced through the accessory channel of the endoscope. During the attempt to clamp the second clip onto the tissue site, the handle stem and spool separated. The clip did not clamp onto to the tissue site, but was retracted back into the sheath and removed from the endoscope. The procedure was completed with other clipping devices. Post procedure, the pt's condition was reported as fine.